Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient underwent a ipg revision due to pain. The physician relocated the pocket site more down and the patient is doing well.